Manufacturer narrative:
Date sent to FDA: 09/14/2020. Additional information: a1, a2, d3, d4, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2018 during which the surgeon noted ¿the mesh was not attached to anything and was free-floating¿. It was reported that the patient experienced severe pain, adhesions, nausea, diarrhea, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.